Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the device has a faulty co2 measurement. No report of pt involvement.